Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had low pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual inspection and x-ray examination of the lead was also normal.